Event description:
It was reported by the clinician that when trying to insert the epidural needle into the patient, the winged hub broke away from the needle. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
Sample will not be returned for evaluation.